Manufacturer narrative:
###A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial# (B)(6); product ID 1125 h6: the codes present in section h6 correspond to components/products that comprise the reported event. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was admitted and a computerized tomography (CT) and a ultrasound were performed. Results are still pending.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2025 /serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 14-may-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) exhibited below normal power, multiple low flow alarms, and data revealed history of various motor start events with parameters outside of the typical range. Additionally, the controller exhibited three (3) controller loss of power events. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient was discharge no additional interventions were required.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3: yes product ID 1125 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6), one (1) controller ((B)(6)) and one (1) outflow graft with an unknown lot number were not returned for evaluation. A review of the devices¿ history records was not performed as the analysis is not related to a manufacturing or servicing issue. Log file analysis revealed motor start events, recorded on (B)(6) 2025 at 18:38:57, (B)(6) 2025 at 09:52:29 on (B)(6) and at 09:55:11, (B)(6) 2025 at 10:11:29, (B)(6) 2025 at 10:17:03, (B)(6) 2025 at 19:50:59, (B)(6) 2026 at 11:07:23 and on (B)(6) 2026 at 07:50:21, in which the motor start parameters were atypical. Log file analysis also revealed intermittent decreases in power consumption and estimated flows within the analyzed period leading to sustained power consumption below normal operating range. In addition, one hundred (100) low flow alarms were logged since (B)(6) 2026. Further review of controller log files revealed three (3) controller power ups, with associated motor start events, on (B)(6) 2026 at 05:54:49 and on (B)(6) 2026 at 07:50:12 and 0 7:50:43. No anomalies were observed leading up to the losses of power. The controller was without power for 24, 5, and 36 seconds respectively. As a result, the reported atypical motor start findings, loss of power events, and low flow alarms were confirmed. The reported outflow graft kink event could not be confirmed due to insufficient evidence in addition, review of the event file revealed a pump stopped event logged on (B)(6) 2026 at 11:06:52. The controller can only store a maximum of 200 entries of alarm data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest alarm logged is deleted to allow the newest entries to be recorded. Therefore, alarms prior to the low flow alarms on (B)(6) 2026, were not available. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the log file analysis conducted and limited information available, a possible cause of the observed pump stop event can be attributed, but not limited to a physical disconnection of the driveline from the controller. Log file analysis revealed three (3) controller power ups, with associated motor start events, on (B)(6) 2026 at 05:54:49 and on (B)(6) 2026 at 07:50:12 and 07:50:43. No anomalies were observed leading up to the losses of power. The controller was without power for 24, 5, and 36 seconds respectively. The most likely root cause of the loss of power events can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: unknown / serial or lot#: unknown d9: no h3: no h4: mfg date: unknown h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the outflow graft was kinked. Additionally, the reason for losses of power was asked but unknown.